Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a contaminate uso sensor, non-OEM rear housing and rear top/bottom labels. A review of the event history log revealed an upstream occlusion and high-pressure alarms. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.